Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated he received a motor error when he called previously. The customer stated that it appeared the insulin pump was rewinding properly. Advised customer to check his blood glucose and found that his glucose level was low. Instructed customer to run a displacement test and the insulin pump failed the test. Instructed to customer to discontinue use of the insulin pump. No further info was provided.